Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event of heat was not duplicated by the service technician through functional evaluation, as the device was seized, and the device could not be disassembled for a component inspection, likely due to internal corrosion. Based on a review of previous similar events, internal corrosion may cause or contribute to heat.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.